Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the power supply unit failed, causing the color bar to appear and the switch to become inoperative. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the video system center displayed a color bar and front panel switches were not working. There were no reports of patient involvement.